Event description:
Patient was revised to address pain. Bone scan was hot on medial tibial tray; however, revision surgery revealed that the tibial tray was well-fixed and the poly was in good condition.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the submitted device confirmed anticipated wear. The observed wear was within tolerance and unlikely to be a cause for the patient¿s condition at time of revision. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. A complaint database search finds no additional reports against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.